Event description:
It was reported that the handpiece stopped working during a case. The handpiece was swapped with another handpiece and the case was completed with no patient consquence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition. The batch history records were reviewed with no anomalies noted during the manufacturing process.